Manufacturer narrative:
A ge service representative performed an on site investigation. The gib and video contoler boards and system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system intermittently locked up during a procedure. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.